Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. A philips field safety engineer (fse) inspected the system onsite and confirmed that the suite pc is not booting because of the defective pdu fantray and dcps unit. The engineer replaced the pdu fantray and dcps units and returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not turn on. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site and identified that pdu fan and dcps unit was defective. The pdu and dcps unit has been replaced and the system was returned to use in good working order.